Manufacturer narrative:
H4: the lot was manufactured from july 13, 2022 - july 14, 2022. H10: the device was received for evaluation. Visual inspection observed the distal luer lock had broken off in two pieces. Further inspection showed stress marks on the broken luer which suggested the damage may have been the result of a physical force that was applied directly onto the luer. The reported condition was verified. The cause of the condition could not be determined; however, this is potentially related to product handling during use. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a small volume intermate where the port connects was broken. The device was identified broken inside the box, before patient use. There was no patient involvement. No additional information is available.